Manufacturer narrative:
Na.

Event description:
Rep sent in a usage sheet with a case date on (B)(6) 2025, which included the gg-k-1000 which had an expiration date of january 27th, 2025. The rep also stated that this was the sixth case of the day so when she read out the expiration dates, no one noticed that the expiry date had passed. At the time of surgery, it did not cause any patient harm during the case. The patient did not stay under anesthesia longer than initially required.